Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the equipment engineer was immediately called for repair. On-site repair found poor contact in the blood oxygen probe. The customer reported that the device returned to normal after the equipment department replaced the blood oxygen probe. The device was operational after replacement was completed and the device remains with the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating the blood oxygen readings were fluctuating erratically and not accurate. The device was in use on patient at time of event, there was no adverse event reported.